Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm had occurred. The customer's blood glucose level was 600 (mg/dl), which was addressed with a correction bolus and manual injections. A system check was performed and the infusion set cannula was found to be kinked. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Manufacturer narrative:
Additional information received on (B)(6) 2018. The complaint has been forwarded to the infusion set manufacturer. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.